Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003, which indicates that the voltage was lower than the projected longevity. Technical services (ts) was unable to perform a data analysis as the device data was not provided. Ts provided instructions on how to send the appropriate data. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with non-boston scientific product. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003, which indicates that the voltage was lower than the projected longevity. Technical services (ts) was unable to perform a data analysis as the device data was not provided. Ts provided instructions on how to send the appropriate data. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with non-boston scientific product. No additional adverse patient effects were reported. Additional information received indicates the device will not be returned for analysis.

Manufacturer narrative:
Information was requested for product information. However, no further information is available. Should additional information be received, a supplemental report will be sent. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review